Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 4 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported event could not be determined. The instructions for use lists infection as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced drainage coming from the driveline site. Cultures were positive for staphylococcus aureus. The infection did not extend into the pump pocket. The patient was treated with oral keflex. It was reported that no further drainage was present post-antibiotic therapy.